Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 1200 mcg/day) via an implanted pump. It was reported that the patient had been having issues with increased spasticity over a few month time span. According to the implanting hcp, they tried to get her on the schedule a few times, but she had a history of cocaine and heparin use and also recently became pregnant. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. They attempted cap (catheter access port) access with negative flow. During the procedure, they disconnected the catheter in the back and attempted to push preservative free normal saline through the catheter without success. They removed the pump segment and discovered a large chunk of tissue clogging the catheter. The entire catheter was removed and replaced. The issue was noted to be resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.